Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or samples for catalog 301942 lot 1810131 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. The material used to manufacture discard it syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. DHR showed no indication of the alleged defect. H3 other text : see h.10.

Event description:
It was reported that before use of the syringe s2 5ml 22ga 1-1/4in bd china it was found that there was a crack in the syringe. The following information was provided by the initial reporter, translated from chinese to english: (B)(6) 2019 found a crack in the syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the syringe s2 5ml 22ga 1-1/4in bd (B)(4) it was found that there was a crack in the syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: (B)(6) 2019 found a crack in the syringe.